Manufacturer narrative:
Multiple requests for additional information and product return have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned for evaluation; therefore, the complaint cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that a 25mm 3300tfx aortic valve, implanted for nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with an 27mm 11500a inspiris resilia valve. No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.